Event description:
The pacemaker involved in this MDR report was interrogated upon 1-day post implant follow-up visit. Reportedly, inconsistent battery / longevity data were observed: the displayed residual longevity was < 3 months. However, the magnet rate was 96 min-1 and the battery impedance displayed was 0.26 kohm, which are both indicators of the beginning of life of the pacemaker.

Manufacturer narrative:
February 24, 2010. This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. Analysis is pending.